Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called reporting a hospitalization due to high blood glucose levels. She went to visit her doctor on (B)(6) and had to stay for 3 hours to receive treatment for a blood glucose level over 400 mg/dl. She was treated with manual injection. Customer also stated she feels her insulin pump is not alarming when a delivery fails. She has been having high blood glucose levels and when she removes the site area, the cannula is bent. However, there was never an alarm alerting the failure of delivery. The device's history showed low reservoir and auto off alarms. During trouble shooting, customer programmed a 1 unit fixed prime and insulin was visible at the end of the tubing. Trouble shooting was not completed due to lack of tubing clamps. Customer reported cracks on the reservoir compartment and above the lcd screen. One crack was present when she received the device. She was advised to discontinue use of the device and revert to her back up. Nothing further reported.